Event description:
A us distributor returned a monitor and reported being unable to recognize te connection.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize te connection) has been confirmed. Upon investigation the monitor was unable to fire pulses. The monitor's belt receptacle white pulse wire pin was bent causing the failure. The root cause for the damaged pin could not be positively identified. No adverse event resulted from the damaged monitor.